Manufacturer narrative:
(B)(4). The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
It was reported that an intraclude device was placed in a patient's aorta and confirmed via echo. Root pressure was available until balloon inflation was attempted and the pressure indicated a reading of 0 mmhg with the vent off. The pressure was lost just prior to attempt to cross-clamp with the intraclude device. A second balloon was used and the procedure concluded without injury to the patient. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of root pressure issue was confirmed. Device was returned with visible traces of blood and was examined in the biohazard area of the lab. Interlumen leakage was observed between the ao root infusion and ao root pressure lumens. A slow leakage was observed at the ao root pressure lumen when inflating the ao root infusion lumen. Catheter balloon inflated clear and remained inflated for more than 5 minutes without leakage. No other visual damage or other abnormalities were found. The failure was found to be supplier related. The supplier concluded that the leakage found resulted from too less injection molded hub material between the pressure lumen and cardioplegia lumen. In this case, the root cause was determined to be related to a supplier manufacturing defect. The supplier has indicated there will be corrective actions implemented to address the defect. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.